Event description:
During installation of the pump console, the roller pump would not power on. When the power cable was replaced, the pump functioned according to specifications. There was no adverse consequence the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.